Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient's condition has continued to deteriorate with pump support decreasing from time of implant on (B)(6) 2012. The patient's pi was at 2.3 with pump power continuing to elevate from the 5 range to the 23 watt range. Pump speed was 8400 with flows at +++. The patient's ldh continued to elevate to over 900. A decision was made to exchange the lvad for another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.